Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no anomalies.

Event description:
It was reported that the implantable pulse generator (ipg) showed unexpected battery longevity a few months following implant. It was noted the impedance of the leads were quite low and the ventricular and atrial amplitudes were a little bit high, but the total pacing percentage for the atrium and ventricle were near zero and the remaining estimated longevity was lower than expected based on the programmed parameters. The ipg remains in use and will be checked at the next scheduled follow-up appointment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.